Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery for removal') and thrombosis ('post op complication, built a clot in leg, moving to lungs') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thrombosis (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal and thrombosis outcome was unknown. The reporter considered medical device removal and thrombosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it hurts like hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embolism ("post op complication, built a clot in leg, moving to lungs"), hypertension ("blood pressure getting high") and tooth fracture ("teeth breaking"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, embolism, hypertension and tooth fracture outcome was unknown. The reporter considered embolism, hypertension, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and thrombosis, tooth fracture quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter added. Event added : pelvic pain female and blood pressure high follow up 1 and 2 processed together. On (B)(6) 2020: social media received: new event teeth breaking were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it hurts like hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embolism ("post op complication, built a clot in leg, moving to lungs"), hypertension ("blood pressure getting high") and tooth fracture ("teeth breaking"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, embolism, hypertension and tooth fracture outcome was unknown. The reporter considered embolism, hypertension, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and thrombosis, tooth fracture quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.